Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the event. It was reported that the cause may have been due to touch contamination; however, the exact cause remains unknown. The peritonitis event was manifested by flank pain, lower back pain, and weakness. Dianeal therapy was ongoing. On the same day as onset, the patient began treatment with vancomycin (intraperitoneally dose, frequency, and duration not reported) for peritonitis. At the time of this report, antibiotic therapy was ongoing, the patient was discharged from the hospital and was recovered from the event. No additional information is available.